Event description:
The reported description notes that the bedside monitor is reporting a "speaker malfunction" message. No pt harm was reported.

Manufacturer narrative:
(B)(6). The reported description notes that the bedside monitor reported a "speaker malfunction" message both before and after a speaker replacement. Clearing the error log resolved the malfunction message. This report is regarding the initial occurrence of the speaker malfunction. No pt harm was reported. While the device display provides visual indicators of alarms occurring, the device labeling does not represent that display data is continuously monitored by staff. It is unk whether sound was available from this monitor when the speaker was changed. In the presence of life-threatening events when no sound is audible, serious injury and/or death can occur. Philips is in the process of obtaining add'l info regarding this incident and the complaint is still under investigation. A final report will be submitted once the investigation is completed.